Event description:
It was reported that the patient with this pacemaker experienced an arrhythmia burden of at least 0.5 hours in a 24-hour period. Atrial intrinsic amplitude was noted to be out of range, and occasional undersensing of atrial signals during the arrhythmia was observed. No adverse patient effects were reported. At this time, this device system remains in service.